Event description:
It was reported that the pump's usb port was damaged and hard to engage charger resulting in difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support; therefore, no additional information could be obtained.